Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the internal battery was observed. The device's internal battery was replaced to address the issue. The device subsequently failed final testing. The main board will need to be replaced to address the issue.